Event description:
At the start of the procedure when the surgeon was starting to grasp the tissue the forcep is not cauterizing. Replaced with new open forcep which functioned correctly.there was no damage to patient. Power settings not available but were unchanged and used for second device which functioned correctly.we plan to return to mfg.